Event description:
The manufacturer received information alleging ac power issues with a ventilator. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac power cord needs replaced to address the issue.